Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient's system was reprogrammed and the patient is receiving effective therapy.

Event description:
Device 1 of 2. Reference MFR report #1627487-2014-12020. It was reported, the patient lost stimulation therapy due to auto-reducing. Reprogramming was done to no avail. Images revealed the extension pulled out of the ipg. The physician explanted and replaced the ipg and extension.